Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+2.0/091 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to patient discomfort (due to presbyopia). The lens was exchanged for another same model/length but different diopter lens and the problem was resolved.

Manufacturer narrative:
D4 - corrected to (B)(6) 2018. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture and residue on lens. Visual inspection found no visible damage to the lens. Claim # (B)(4).